Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss at unknown location; therefore, a surgical procedure was performed to remove and replace the device. No patient complications were reported.